Event description:
It was reported that at implant the lead was unable to be positioned where it did not cause diaphragmatic stimulation. The lead was not used and the patient was referred for an epicardial lead placement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a full lead was returned and analysis found no anomalies. All conductors had blood/body fluid (not obstructed).